Event description:
Additional information received from the customer reported that they did not have any idea about what the foreign material was or when it adhered to the scope.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation and additional information received from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that the water flow does not engage the air/water valve on the evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to a pinhole on connecting tube, water tightness was lost; connecting tube had a dent and was scratched with buckling; plastic distal end cover had a dent; adhesive around the light guide lens was peeled; the objective lens was cracked; connecting tube had discoloration; image guide protector had a chip; forceps elevator lever was deformed; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive on distal sheath had a white-clouded area; adhesive around the objective lens was peeled; adhesive on the distal sheath was cracked and chipped; distal sheath had discoloration; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; up/down knob had corrosion; connecting tube had a wrinkle; due to clogging of nozzle, water removal ability does not meet the standard value; electrical connector had corrosion due to water leakage; up/down knob had corrosion; suction cylinder was shaved and the paint was peeled; image guide protector had a chip; switch 1 had wear; universal cord was wrinkled; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.